Event description:
It was reported that during an unknown procedure, the device's tissue pad melted off. The tissue pad did not fall into the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 07/14/2009. Information anticipated, but unavailable at this time.